Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. Device evaluation of battery pack sn (B)(4) was completed. The reported problem (battery won't power on monitor) was confirmed. Upon investigation the battery was unable to charge or power on a monitor. The cause for the battery fault was isolated to liquid contamination damaging the battery pca and cells. The root cause for contamination was ingress of an unknown substance. No adverse event resulted from the defective battery charger/modem or battery pack.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and battery pack (B)(4). The patient using the equipment indicated that the battery was unable to power on his monitor and the battery charger was unable to charger the battery pack.